Event description:
It was reported that the user experienced two leaking insulin cartridges that allowed insulin to pool inside the pump and interrupted insulin delivery, which coincided with hyperglycemia exceeding 400 mg/dl and persistent elevated glucose for several hours; back-up subcutaneous insulin via pen was used, alarms for sustained hyperglycemia occurred, and troubleshooting and education were completed. Symptoms included nausea and small ketones. Outcomes included transient hyperglycemia without hospitalization or assisted care. Investigation included complaint handling and technical support troubleshooting with user education. Investigation of this case revealed insulin leakage at the cartridge component with loss of intended delivery and resultant high glucose. It was concluded that the event was attributable to a leaking cartridge leading to inadequate insulin delivery and user hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.